Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and after inspection of the unit, was not able to find the issue. The stm performed a full calibration, and tested the unit. The equipment works to manufacture¿s specs. The iabp was returned and cleared for clinical use. It was later reported by the biomed that the wall outlet they had the unit plugged into was turned off.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement, and no adverse event reported.